Event description:
Noise reported on the atrial and far-field channels in recordings transmitted to home monitoring. Lead to be evaluated in office and remains implanted. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The initial patient outcome code was incorrect. The patient outcome code has been corrected to (B)(6). This lead remains actively implanted. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.